Event description:
It was reported that both atrial and right ventricular leads experienced high threshold, due to exit block. Both leads were capped, and only the right ventricular lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.